Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: patient codes. H6: device codes. H6: impact codes. Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. It was discussed to perform a defibrillator test in the future. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed and the device recorded a code 1005 indicative an open circuit condition detected during shock delivery. Reprograming of the device was performed and a system revision is being scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. It was discussed to perform a defibrillator test in the future. This lead remains in service. No further adverse patient effects were reported.